Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. The patient is not pacemaker dependent. Review of the session records revealed possible myopotential oversensing. The device was reprogrammed. The patient was stable.